Event description:
Boston scientific received information that at the end of the procedure while the pocket was being closed device testing was performed which showed out of range shock impedances. The pocket was re opened and when taking the device out of the pocket the proximal defibrillation pin came out the device header. The defibrillation pin was re-inserted into the header and secured. Re-testing the shocking impedances showed normal values. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The system remains implanted. Should additional information become available this investigation will be updated.

Manufacturer narrative:
(B)(4).